Manufacturer narrative:
Unique identifier (UDI) number added to section d. Device evaluation: two (2) pb980 batteries were returned for failure investigation. Both batteries were visually inspected with no anomalies observed. The batteries were connected to the bqwizard application, the hardware short circuit flag was noted to be red. The failure was isolated to a hardware short circuit condition within the battery, but a cause was not identified. There is no corrective action required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A direct current (dc) to dc converter printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed and a component (c77) was found to have thermal damage. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the damaged component; however the origin could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a battery issue where the "battery light flickers." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.